Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leaking from the housing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set without y-site. Usage residues were observed throughout the sample and the safety mechanism was advanced over the needle tip. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No leaks or evidence of leakage were observed during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.